Event description:
It was reported by the customer that the pyxis cii safe system was not responding at all, which hindered users from accessing the medication. This incident resulted in a delay to patient care and there was no patient harm. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the system was not responding due to software issue. A technical support specialist confirmed that the issue was resolved by the customer by rebooting the device. The system functioned as intended.